Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07072 and 2134265-2015-06975. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the imaging catheter was not recognized. The ilab was then rebooted up and then the catheter was recognized. However, it was noted that the automatic pullback stopped during imaging. No patient complications were reported.